Event description:
Boston scientific crm received info that during attempted lead implant, this lead caused a perforation in the heart. This lead was repositioned and the pt was stabilized. After this event, the pt was reportedly stable and to date, no other adverse pt effects were reported.